Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 3 malfunctions event, where it was reported the armrest is wobbly or the base is leaning/tilted. There was 1 event with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunctions event, where it was reported the armrest is wobbly or the base is leaning/tilted. There was 1 event with patient involvement, but no adverse consequences were reported.

Event description:
This report summarizes 3 malfunctions event, where it was reported the armrest is wobbly or the base is leaning/tilted. There was 1 event with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. The remaining device is still pending evaluation.